Event description:
Rptr indicated that vns pt's wound was dehisced to the point that the generator was exposed with serosanguinous drainage. The wound was closed (left slightly open and packed) and IV antibiotics were administered. It was reported that the pt had pendulous breasts which may have been a contributing factor to the wound dehiscence. Treating ent surgeon indicated that the pt demonstrated no evidence of infection and that there were plans to proceed with initiation of stimulation.